Event description:
It is reported that while the surgeon was trialing, the provisional fractured.

Manufacturer narrative:
Evaluation: as returned, the articular surface provisional is fractured along one of the channels. The part has a potential field age of nearly 5 years, and the new design was implemented in 2008. This part was made prior to this design change. Device history records indicate all components were manufactured and inspected to specification.